Event description:
The sales representative reported on behalf of the customer that the plp2020 elite surgical smoke evacuation pencil device was being used during an implant exchange procedure on (B)(6) 2026 when it was reported ¿surgeon was operating with our plp2020 pencil with the extended accessory electrode. The base of the electrode that connects to the shaft actually sparked and burned at that site and caused a patient burn.¿. Further assessment questioning found that that the patient obtained a 3rd degree burn on the left inferior breast. The burn was excised due to its proximal location to the wound edge. The current status of the patient is not yet seen in follow up. The procedure was complete with a ¿short bovie tip¿. There was no report of extended hospitalization for the patient or user. The 139025ext accessory electrode coated needle with extended insulation was also used in this procedure and will be listed as a concomitant device and there are no allegations against it. This report is being raised on the reported injury due patient obtaining a 3rd degree burn.

Manufacturer narrative:
The vendor (3rd party) performed an evaluation on 2 reserved sample pieces; both devices functioned normally and could not confirm the reported event. Examination at conmed of one used plp2020 device returned in unoriginal packaging found that the device worked as intended. Examination was done with a system 5000 esu with ID# c5731 and a spare electrode from the lab. The spare electrode was unaffected by the testing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. Do not use electrosurgery in the presence of flammable anesthetics or other flammable gases, fluids, or objects, or in the presence of oxidizing agents, as fire may result. When not in use, the active electrode should be placed in a clean, dry, nonconductive safety holster. Inadvertent contact with the patient may result in burns. Contact with drapes or linens may cause a fire. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp2020 elite surgical smoke evacuation pencil device was being used during an implant exchange procedure on (B)(6) 2026 when it was reported ¿surgeon was operating with our plp2020 pencil with the extended accessory electrode. The base of the electrode that connects to the shaft actually sparked and burned at that site and caused a patient burn.¿ further assessment questioning found that the patient obtained a 3rd degree burn on the left inferior breast. The burn was excised due to its proximal location to the wound edge. The current status of the patient is not yet seen in follow up. The procedure was complete with a ¿short bovie tip¿. There was no report of extended hospitalization for the patient or user. The 139025ext accessory electrode coated needle with extended insulation was also used in this procedure and will be listed as a concomitant device and there are no allegations against it. This report is being raised on the reported injury due patient obtaining a 3rd degree burn.